Event description:
Contact reports the pt complained of pain. An x-ray revealed the implanted screw was broken. The device was explanted. A surgical intervention was required, an MDR is being filed to document this event.